Event description:
It was reported that the patient had a mammography and by squeezing too hard, the ipg shifted upwards. A few days later the patients symptoms returned and stimulation was no longer sufficient. The physician attempted to measure impedances, however this was not possible as the ipg was empty. The physician felt that it depleted a bit early. The patient underwent a replacement of the ipg and was doing fine post-operatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed and the reported elective replacement indicator state was confirmed. The message will appear when the non-rechargeable device battery approaches below 2.65 volt. The device was in service 20.5 months with an energy use index range of 22.5 which is within the expected range per the direction for use. Lab analysis of the device electronics did not reveal any anomalies.

Event description:
It was reported that the patient had a mammography and by squeezing too hard the ipg shifted upwards. A few days later the patients symptoms returned and stimulation was no longer sufficient. The physician attempted to measure impedances however this was not possible as the ipg was empty. The physician felt that it depleted a bit early. The patient underwent a replacement of the ipg and was doing fine post-operatively. The explanted ipg will be returned. Additional information was received that the explanted ipg was returned and analyzed.